Event description:
It was reported that customer opened what was labeled to be a 12 fr bard catheter 5cc rib balloon. However on the catheter itself it read 10cc rib balloon. Per follow up via email on (B)(6) 2023, the catheter was disposed, and there was no harm to the patient involved. This was merely a reported event, not a patient-risk incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect translation; vendor/printer error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer opened what was labeled to be a 12 fr bard catheter 5cc rib balloon. However on the catheter itself it read 10cc rib balloon. Per follow up via email on 02aug2023, the catheter was disposed, and there was no harm to the patient involved. This was merely a reported event, not a patient-risk incident.